Event description:
It was reported that the left ventricular lead had abnormal pacing impedance of 209 ohms. The lead remains in use based on medical judgment. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.